Event description:
The device was explanted and returned to the manufacturer for analysis. No reason was given for the explant. It is unknown how long the device was implanted. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.